Event description:
It was reported that an ilet user experienced hyperglycemia with a blood glucose of 259, declined a fill-tubing step, and elected to change all infusion supplies; the user reported no issues at the removed site or cannula, was guided through a full supply change, insulin delivery was resumed, and a subsequent blood glucose of 129 was reported; the medical device problem and device component were not specified due to insufficient information. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings and insufficient information to identify a device-related problem or affected component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.